Event description:
During troubleshooting of an unrelated alarm, it was reported that there were little round bubbles in the patient line. The event occurred during drain two on the home choice (hc) and the home patient (hp) was connected. The technical service representative (tsr) advised the hp to end therapy and start over. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.